Event description:
Patient also suffers from depression and anxiety in association with the recall. Pathology results identified "resected mammary implant capsules on the right and left with fibrosis with evidence of silicone with foreign body reaction without evidence of an implant-associated anaplastic large-cell lymphoma. No evidence of malignancy."

Manufacturer narrative:
Reason for reoperation: granuloma.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Legal affairs reported right side with " patient was diagnosed with bilateral capsular contracture baker grade IV" device return not requested since the device was discarded.